Event description:
It was reported the product was delivered to customer for inspection and demonstration. When the package was opened, the cable connector was found incomplete, there is no click button. The cable was returned. There was no patient involvement.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, the cable lock on the external pulse generator (epg) plug was broken off. Cable continuity tested ok. No intermittent connection found when cable is bent / manipulated. Connections were not shorting out between themselves. (B)(4).